Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an error 226 after a blackout. The issue occurred during the patient´s sedation in an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failures were not confirmed. The most probable cause of the malfunction found during device evaluation is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.